Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: no further information can be provided. All information available is in the initial declaration.

Event description:
It was reported that during an unknown procedure, the device did not staple when triggered because there was no staple inside the device, after checking the anatomical piece and the rectal stump. They had to re-dissect the rectum and make a new cut to make a new stapling with another device.

Manufacturer narrative:
(B)(4). Date sent: 09/07/2022 additional information received: no further relevant information available. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.